Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. After a difficult transseptal puncture, the patient became hypotensive. An echocardiogram confirmed a pericardial effusion in the pericardium and was confirmed with contrast. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the transseptal needle.